Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: device was returned for analysis. Returned product consisted of a direxion microcatheter in two pieces with the shelf box and a .016¿ guidewire in the lumen. The guidewire was protruding 35cm from the proximal end of the inner shaft. The shaft was microscopically examined. The inspection revealed that the nickel shaft was separated 3.6cm ¿ 4.2cm from the hub. The inner lumen shaft was kinked in between the separated nickel shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that the cover of catheter almost came off. The target lesion was located in the moderately tortuous cervical part. A direxion hi-flo was selected for use. After the procedure was completed, it was noted that the cover of the catheter almost came off. There was a possibility of a kink that may have contributed to this. No patient complications were reported and patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the cover of catheter almost came off. The target lesion was located in the moderately tortuous cervical part. A direxion hi-flo was selected for use. After the procedure was completed, it was noted that the cover of the catheter almost came off. There was a possibility of a kink that may have contributed to this. No patient complications were reported and patient's condition was good.